Manufacturer narrative:
Follow-up # 1 - 4/9/2015 device evaluation.the lay user/patients meter has been returned on 2/26/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The control solution has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 3: the product has been returned and evaluated by product analysis on with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate low control solution results. Readings between "100 to 108 mg/dl" were obtained when testing with control solution. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s test strips has been received and tested, the patient's meter has not..."